Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated.

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. The ipg was deemed inoperable, and patient lost therapy. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The reported event of premature ipg eri was confirmed. The ipg battery voltage was below the elective replacement indication (eri) voltage threshold and the ipg had declared eri. An estimate of longevity determined that the ipg battery had depleted prematurely. The root cause of the premature battery depletion was due to an electrical degradation in eppic ic, u1. This resulted in the ipg battery depleting at a higher than expected rate.